Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead had fluctuating impedances and was high which triggered an alert. Followup information revealed the patient is in intensive care awaiting a heart transplant, and is on a biventricular assist device. The svc alarm on the device was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.